Event description:
Prior to novasure endometrial ablation and tubal ligation, the pt possibly had "av malformation on posterior wall of uterus,"however, the physician could not visualize the malformation either hysteroscopically or laparoscopically. Additionally, the pt had a previous uterine perforation due to a sound at mirena insertion two years ago and also had a recent multiple termination of pregnancy (top). During the novasure procedure, the physician seated the device and "immediately commented that it didn't feel correct." The physician performed a laparoscopy and confirmed a perforation "to the middle of the fundus." The physician performed bipolar diathermy, placed absorbable hemostat and the novasure procedure was aborted. The tubal ligation was completed. The pt was admitted post procedure and discharged home later that day. On (B)(6) 2013, it was reported the pt is "doing well with no complications." A hysteroscopy, dilatation, sounding with a metal sound (not hologic devices) and endometrial biopsy were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Device history records (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).